Event description:
The customer reported that the station was showing a red v-tach alarm but no audible warning tone was sounded.

Manufacturer narrative:
The customer reported that the station showed a vtach alarm but no audible warning tone was sounded. The system is out of support and will be shortly upgraded. The field service engineer went on site to troubleshoot the cause of the issue. He simulated numerous vtach, as well as other alarms, every one producing correct audible alarms. There was no instance of failure or delays in an audible tone. The alarm volume was set to 5 which is easily heard. It looked like the alarm may have been silenced by another member of staff who went off to check the patient leaving the silenced sector. This is what the ward manager saw and the intermittent audible alarms were merely reminder alarms. The available information does not support that there was a malfunction, design or labeling problem, but an issue due to silencing of the alarms by the customer.